Event description:
A 28mm diameter x 3.75cm length medtronic ave aneurx extender cuff stent graft was placed as an extension to the superior border of the bifurcated stent graft to exclude an aortic aneurysm. Upon placement of the extender cuff, it was noted that the right renal artery was occluded by the extender cuff, despite the fact that the aortic neck of the aneurysm was measured at 2cm (according to the operative report). The pt was then converted to open repair of the aneurysm and remained in stable condition post operatively. There was no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.